Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer in the USA of peritonitis in a female patient coincident with dianeal pd4 ambuflex and dianeal dp4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11c16049 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.